Manufacturer narrative:
(B)(4). Date sent: 02/20/2020. D4:batch # t94f3k. Device analysis: the device was received with the hand piece 4-40 stud broken off inside the instrument. In addition the blade was not broken as reported. Further functional testing with a test handpiece and gen11 could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes that may have contributed to the 4-40 stud breaking off of the hand piece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torqueing or plastic torque wrench not used. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # :unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that titanium tip was broken during procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.